Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.

Event description:
Adverse event: vessel occlusion. Onset of adverse event: after stent placement. Device issue: none. It was reported, via trial, that during a 1st diagonal branch coronary artery stenting procedure, after placement of the xience stent, the vessel was noted to be occluded beyond the stented segment. Multiple prolonged balloon inflations were performed extending from the stented segment to the distal portion of the diagonal branch. Subsequently, antegrade flow was able to be re-established, with the resolution of EKG changes. During this episode, the patient did experience significant chest discomfort requiring intravenous (IV) analgesics. Additionally, the patient received IV integrilin. There was no adverse patient sequelae reported. Although requested, there was no additional information provided.